Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 8.4 cm. An external abrasion breaching the outer coil due to friction to the device can was noted at 8.0 cm to 8.1 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.